Event description:
Pt in or for reversal of colostomy. During procedure, the stapler injured bowel but did not deploy staples necessitating further bowel resection and adding 2 hours to length of case.